Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided) and alleged the pump was not delivering properly. Customer changed the infusion set site. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.